Event description:
It was reported that a crack was found in the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter: "the user complainted that a crack was found at the tip of the catheter."

Manufacturer narrative:
H.6 investigation: bd received two photographs which displayed the nose of a 24ga adapter and the full length of the catheter tubing. One of the photos has an area circled in red near the tip of the tubing. Through the visual/microscopic examination, the photos provided for this incident revealed a small anomaly near the tip of the catheter tubing. There was not sufficient evidence to confirm your reported issue as well as determine the root cause. Without the actual sample for evaluation and/or testing there was no physical/mechanical evidence to confirm or support manufacturing process related issue for the defect stated in your reported issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter: "the user complainted that a crack was found at the tip of the catheter."